Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini is giving an error 2 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The error 2 message began on the day of event at 7:30pm. It is not known if the patient was able to obtain a blood glucose reading after the product issue began. Sometime after the error 2 message began, the patient reportedly developed symptoms described as "sweating and blurred vision." The patient did not take any action after the product issue began. In addition, the patient denied receiving any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test strips are in good condition, the error 2 occurred when the subject test strip is insert, and retesting with the subject test strips did not resolved the error 2 message. The issue was resolved with a new vial of test strips. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.